Manufacturer narrative:
(B)(4). Date sent: 2/6/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2013. What is the lot number for the ls13? 7221. Was ph testing performed prior to explant to confirm recurrent reflux? Device was removed because of neurologic issue necessitates MRI. After implant, was the device initially effective in controlling reflux? Yes. Device was removed because of neurologic issue necessitates MRI.

Event description:
It was reported that, ¿linx, ls13 device was explanted on (B)(6) 2020 due to patient experiencing a return of gerd symptoms. A nissen fundoplication was performed.

Manufacturer narrative:
(B)(4). Date sent: 04/29/2020 additional information received: please note that the reported lot number (B)(6) is a serial number. The final pack lot number associated with this serial number is (B)(6). The DHR review for lot 4836 (serial number (B)(6) was reviewed. During the force test inspection, one peak measured below lower specification limit. No other ncs, reworks, or defects were found during the DHR review of this device.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2020. H10: corrected data = h6 (method code updated to include: analysis of production records) & DHR.   Corrected DHR = the DHR review for lot 4836 (serial number (B)(6)) was reviewed. No ncs, defects, or reworks related to the product complaint were found.